Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the reporter, on (B)(6) 2026. The patient was not feeling well, was confused, had blurry vision, and was losing her balance. The patient¿s cgm was reading 200 mg/dl while the bg meter was reading 372 mg/dl. The patient called the local hospital and was advised to either come to the emergency room (ER) for evaluation or stay at home and provide the patient with an insulin injection. The patient chose to stay home and her spouse treated her with an insulin injection. The patient was monitored as she continued to feel shaky and had shortness of breath. After a few hours, the patient¿s ¿insulin kicked in¿ and the patient¿s symptoms began to subside. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.